Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error 1871 was verified. The event log shows error 1871 on (B)(6) 2018. Service found the motor locked when they reviewed the pump. Service replaced the motor as a preventative measure. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump had lec 1871. No reported adverse effects.

Manufacturer narrative:
Additional information received on 18 december 2018 indicating the event date and that there was no patient involved in the reported event.